Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital complaining of not feeling well and pre-syncopal. Upon interrogation, the lead exhibited loss of capture in bipolar mode, high lead impedance and intermittent capture in unipolar mode, an x-ray revealed the lead was fractured at the clavicle region. A lead revision was reported but it's unclear if the lead was capped, repositioned or explanted. The patient was reported to be in stable condition post revision procedure. No additional information was available at this time.